Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The likely cause was determined to have been use of the device in a calcified artery and multiple punctures resulting in a hematoma postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the doctor had an issue with the angio-seal device. There were no issues with deployment, however, the patient ended up having a delayed leg hematoma. The patient did have calcification however, they were not sure if the patient was heavily calcified or not. Additional information was received on 05aug2024: the patient was stable. The procedural sheath size used was a 6fr. A pre-deployment angiogram was performed. There was some calcium felt during insertion. Hemostasis was initially achieved by the angio-seal device. Additional information was received on 18aug2024: the hematoma was medial and to the puncture site. The blood loss was normal. A pre-deployment angiogram was performed. There were issues with insertion, deployment, needed to insert deeper than normal. The patient does not have a history of a bleeding disorder. There were two sticks performed to gain arterial access. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did not have any blood thinning medication, thrombolytics, or platelet aggregators during the procedure. Manual pressure was performed to treat the hematoma.